Manufacturer narrative:
(B)(4). This complaint is an ancillary service event opened during investigation of (B)(4). The device was received by baxter, and the condition was confirmed by service. The cause was determined to be a damaged pump head module. To correct the condition, the pump head module was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During service by baxter (B)(4), a colleague infusion pump had the pump head module replaced. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.